Event description:
--

Event description:
Boston scientific received information that two days post-implant, high out of range pacing impedance measurements were observed with this right atrial lead; the physician confirmed the lead had dislodged. During subsequent surgical intervention, the lead was explanted and replaced with a competitor's product. The explanted lead is intended to be returned for analysis. No resulting adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination confirmed a complete lead with setscrew marks visible on terminal pin and ring. The helix was fully extended upon return, with dried blood noted in and around the helix housing and on lead's neck region. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead's insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous: no defects were note at the lead tip that would have contributed to a dislodgment. The helix mechanism failed to retract most likely due to dried blood in mechanism. Laboratory analysis was unable to confirm the reported allegation as all lead electrical testing showed normal operation.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4).